Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump exhibited upstream occlusion. There was no patient involvement in the reported event.

Manufacturer narrative:
One cadd solis vip pump was retuned for analysis in good condition. Sensor and functional testing were performed to verify the upstream occlusion issue. The issue was unable to be verified and duplicated.